Event description:
Per the audiologist, in 2007, the patient fell and hit his head. After the accident, he could not hear with his cochlear implant system. Results of an integrity test done on the following month showed the cochlear implant was not functioning. Explantation/reimplantation surgery has been recommended, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.